Event description:
It was reported that during a meniscus repair using the fast-fix 360, t1 could not hold into the meniscus and was removed from the patient using a blade. T2 could not be deployed and fell from the inserter. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event of t1 device dislodged or dislocated. There was a relationship found between the device and the reported event of t2 premature activation. There was a relationship found between the device and the reported event of material deformation. A visual evaluation of the device was performed. The needle overmold assembly was bent. The suture and both anchors were returned detached from the device. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation of the device was performed. The actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Without the requested clinical information a thorough medical investigation cannot be rendered. No further clinical/medical assessment is warranted at this time. The complaint of t1 device dislodged or dislocated was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. The complaint of t2 premature activation was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended actuation of the device. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: d4 and h5 updated.